Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, criteria for the right ventricular lead integrity alert were met, the impedance trend on the rv (right ventricular) pacing lead was rising, oversensing due to non-physiologic signals/short interval counts (sic), oversensing associated with the right ventricular lead, and unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, 11 non-sustained tachycardia episodes with v-v intervals greater than 220 milliseconds on (B)(6) 2016. The 11 inappropriate shocks delivered on (B)(6) 2016 due to t-wave oversensing. The 36 ventricular sic recorded on (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non-sustained tachycardia episodes. Right ventricular pace impedance generally rises between 9-november-2014 and 6-march-2016 from 608 to 950 ohms. T-wave oversensing identified in episodes from (B)(6) 2016 leading to inappropriate shock.

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead the patient experien ced inappropriate shock/therapy due to t-wave oversensing (twos). Review of data revealed there were r-wave signals present that the ICD could not discriminate and that twos was not always present. Recommendation to re-positioned the rv. It was further reported that noise episodes had been detected can-coil electrogram (egm) and could be reproduced with provocative arm maneuvers. As a result, the rv sensing vector and parameters were re-programmed and the lead remains in use. Additional evaluation of rv data revealed nominal r-wave amplitude, and overall decline matched with a slow but steady increase of the impedance. The daily trend revealed that the r-wave amplitudes decreased to even lower values that eventually resulted in low r-wave measurements. It was also reported that high short interval counts (sic) were noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.